Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level as high as 300 mg/dl with moderate ketones. The user addressed bg level with a manual injection and bolus via the pump. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. A follow up on 01/30/2017 indicated that the user changed the site multiple times and that the pump was not delivering insulin. Reportedly, no insulin was coming out of the tubing. On 02/14/2017, the user's bg level was between "100 mg/dl to 140 mg/dl consistently". Reportedly, the user was not performing the load process correction and their clinical diabetes specialist educated the user on the correct process.